Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Product event summary: (B)(4). The device was returned and analyzed and no anomalies were found. Product ID 5076-52 implanted: (B)(6) 2007; product ID 694758 implanted: (B)(6) 2007; product ID 4193 implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that an infection and erosion occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.